Event description:
On (B)(6) 2014, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.27 on a (B)(6) year old male patient presented with chest pains. There was no additional patient information available at the time of this report. Date: (B)(6) 2014, time: 1650, result: na, sample: a collection; (B)(6) 2014, 1703, 0.27, a; (B)(6) 2014, 1755, na, b collection; (B)(6) 2014, 1756, 0.02, b. There were no injuries reported with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The investigation was completed on 03/13/2014. Retain and returned cartridges were tested and are functioning according to specification.